Event description:
It was reported that the connector (adapter connecting c-arm to monitor) on the interconnect cable of the 9600+ system came apart. There was no report of pt injury.

Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.